Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received

Event description:
The sales representative reported on behalf of the customer that the device (B)(6), 20/ca ultra nonstick 10ft, was being used during a bilateral breast reduction procedure on (B)(6) 2024 when it was reported, ¿piece broke off of device near ball socket of pencil.". There was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed as planned with no report of delay. Further assessment questions discovered that the tubing popped off of the pencil itself at the ball and socket part of the tubing. This caused fragmentation; however, the fragmentation did not have contact with the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received one plpul2020 in opened original packaging. Lot number was verified. Performed a visual inspection, the ball socket connecting the base of the pencil to the tubing is broken. A root cause cannot be determined, however, based upon the IFU; a possible cause of this event could be that the device was not connected properly. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 4 complaints, regarding 4 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to open product packaging and remove plumepen ultra assembly. Connect the tubing provided with plumepen ultra to a surgical smoke evacuator or other appropriate vacuum source. For connection and operation to a specific surgical smoke evacuator, please refer to the specific instructions for use that accompany that system for appropriate set-up and use. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device plpul2020, 20/ca ultra nonstick 10ft, was being used during a bilateral breast reduction procedure on (B)(6) 2024 when it was reported, ¿piece broke off of device near ball socket of pencil.". There was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed as planned with no report of delay. Further assessment questions discovered that the tubing popped off of the pencil itself at the ball and socket part of the tubing. This caused fragmentation; however, the fragmentation did not have contact with the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.